Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient info. Source: web.

Event description:
A patient reported alleged false negative results received at an urgent care facility. The patient reported they were tested with a group of friends, 3 wives and 3 husbands. The wives all tested positive and the husbands tested negative. The wives tested at a different location the following day and received negative results. All patients were asymptomatic (off-label use at the time) ages ranging 30's-60's.